Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a flexible ureteroscopy using a cook single-use holmium laser fiber, the fiber tip was broken. After realizing the break, the physician cut the fiber. The procedure was completed by using a second laser fiber. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One cook single-use holmium laser fiber was returned for investigation inside of the protective coil. The packaging tray was not returned. The fiber was broken. The overall length was 121.5cm. No kinks were observed. The distal tip of the laser fiber was charred and frayed, which indicate that energy was transmitted through the fiber when the breakage occurred. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control. The device is provided with instructions for use which caution that several different factors affect the life of any fiber, including improper handling; sharp bends in handling, use, or storage; and extended lasing at high power. Based on available evidence, cook has concluded that most probable cause of fiber breakage can be related to improper handling of laser fiber. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy using a cook single-use holmium laser fiber, the fiber tip was broken. After realizing the break, the physician cut the fiber. The procedure was completed by using a second laser fiber. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence